Manufacturer narrative:
Tandem t:slim g4 user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump ran out of battery. Reportedly, prior to the pump battery running out, the pump triggered a low power alert. The customer stated that the pump was last charged on the day of the reported event for 30 minutes. Ibc showed battery depleted approximately 15% per day at average parameters. Tandem technical support (cts) explained to the customer that the pump was functioning as expected. Cts verified that the pump was last charged on (B)(6) 2017 to 95%. The customer's blood glucose level was 472 mg/dl and was addressed with a manual insulin injection.